Manufacturer narrative:
Qn#(B)(4). The serial number ((B)(6)) recorded on the complaint report matches the serial number on the returned sample. The lot number (18f20b0045) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were the semi-finished insertion kit components as well as the supplied 40cc inflation driveline tubing, two lengths of arterial pressure tubing, and a 60cc syringe; no visual damage or abnormalities were noted to the returned components. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No blood was noted on the interior or the exterior surfaces of the returned sample. Additionally, unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker upon receipt. The sticker retains the iabc bladder in the packaging tray and is not to be removed or tampered with. It cannot be determined when the sticker became damaged, but the damage still indicates a potential that the catheter was not prepped per the instructions for use (IFU): "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0069in-0.0078in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc infl ation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk of the reported event is acceptable. The returned device passed visual and functional testing. The reported complaint of iab would not inflate completely is not confirmed. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates the iabc was not prepped per the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
It was reported that the catheter was unable to inflate after the insertion. As a result, the staff used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was unable to inflate after the insertion. As a result, the staff used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the catheter was unable to inflate after the insertion. As a result, the staff used a new catheter to complete the procedure. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.